Manufacturer narrative:
H6 codes were updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 44 year old male was admitted with a myocardial infarction and cardiac arrest on the way to the hospital. In the catheter laboratory, impella cp was placed and the infarcted vessel re-opened and stented. On the intensive care unit, the patient's urine color was suggestive of hemolysis. While the impella position was deemed good, the patient had been pre-treated with tenecteplase and some suction alarms occured, linked to intermittent arrhythmic episodes, potentially explaining the hemolysis. Pulses weren't palpable on the access site's limb. On the first postinterventional day, the patient had a lowered platelet count and bleeding from nose and mouth. After 1 day of support, the patient was esclated to an impella 5.5 due to a persistent need for inotropes. The following harm will be associated with the cp. Minor bleed due to the anticoagulation and purge solution required for the pumps. Unresolved hemolysis due to suction secondary to arrythmic episodes and limb ischemia due to loss of pulses on the impella access limb.

Manufacturer narrative:
H6 component codes were updated accordingly based on the completed investigation. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. The cause of the injury was not determined due to insufficient clinical details. Arrhythmia, ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to inconclusive evidence from the clinical details, and unreturned product and data logs for further analysis. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient clinical details, and unreturned product and data logs for further analysis.